Manufacturer narrative:
(B)(4).

Event description:
It was reported that no egvs were displayed on the device. No product or data were returned for evaluation. The confirmation of the complaint was undetermined. The probable cause could not be determined.